Event description:
Note: this note pertains to the second of two malfunctions occuring during the same procedure. Refer to associated manufacturer report #. An alliance inflation syringe was used during an endoscopic dilatation procedure. According to the complainant, during dilatation, a cre balloon dilation catheter (manufacturer boston scientific corporation) "burst before reaching maximum pressure. [It is] unknown whether the [balloon burst] was due to the inflation syringe or the balloon."

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. The 2008 15-month alliance product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.